Event description:
Related manufacturer reference number: 2017865-2024-37002. It was reported that a patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited low pacing impedance, high capture threshold, and noise that was oversensed by the device and led to an inappropriate automatic mode switch. The physician decided to replace the lead. During the replacement procedure, the replacement atrial lead exhibited a high capture threshold, unspecified sensing issues, and the helix failed to extend. As a result, the new lead was not used. The old lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue, low pacing impedance, high capture threshold, oversensing noise and sensing anomaly. Final analysis found that as received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of low pacing impedance, high capture thresholds, oversensing noise and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.